Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
Patient underwent a right hip revision procedure due to fracture of the poly liner. The liner and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. There are warnings in the package insert that this type of event can occur. Under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."